Manufacturer narrative:
The customer reportedly repaired the unit. Ge healthcare service was declined. Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an unexpected reset error had occurred. There was no report of patient involvement.